Event description:
The customer reported that there appeared to be a break in the fiber distal to the knob, and that laser energy was emitted from the break during prostate vaporization. The joules count was at 357,560. The surgeon indicated he was fine. The procedure was completed with a second fiber, and there was no reported pt injury.